Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were bent back distally in the first proximal row of stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip was damaged. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profiles. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 11-may-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). After pre-dilatation with a 1.0x10mm non-bsc balloon catheter, a 12 x 2.75 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was terminated with no patient complications reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.